Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts bunched, stretched and lifted from the stent profile. The product stent protector was returned for analysis with the device and the inner diameter was measured and is within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 16 synergy drug-eluting stent was selected for use. The balloon protector was removed without friction; however, the stent came off the balloon during preparation.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 16 synergy drug-eluting stent was selected for use. The balloon protector was removed without friction; however, the stent came off the balloon during preparation.